Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a blue plastic foreign material and nylon fiber in the air/water nozzle - however, the material was unable to be further specified. Moreover, no physical damage was noted at the area where the foreign material remained, nor was there any confirmation of deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): the detection way is included in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light cover glasses and glass cover adhesive was chipped. Optical cover glass adhesive was worn out. Blockage was evident in the outlet of pipe. The distal adhesive was worn out. Hole in the switch button # 1. The down angle and right angle did not meet the specifications. Water flow and water removal did not meet the specifications- water removal test failed. Electrical safety test failed.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was found to have no air/water flow. The issue was found during reprocessing. Inspection and testing of the returned device found blue plastic debris and nylon fibre in the air/water nozzle there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.